Event description:
It was reported that the patient had an infection after implant at the ¿bottom¿ incision site. The patient was given a round of oral antibiotics and was then hospitalized. It was noted that the patient was given three to four weeks of IV antibiotics. The patient stated the infection was cleared and the healthcare professional (hcp) did not think the infection was device related. The patient was going to the final follow up appointment with hcp (B)(6) 2013. It was noted that the patient wanted to ¿connect¿ with the manufacturing representative for reprogramming. Additional information was requested but was not available as the date of this report.

Event description:
Additional information received reported that the patient received assistance from their doctor or manufacturing representative and their concerns were resolved. It was noted that the patient just needed a new setting. It was noted that the patient had an appointment on 2013-(B)(6).

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).